Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they pulled sensor out of the package and needle was break inserted in stomach and did not stick, happened with two sensors. Customer blood glucose value was 171 mg/dl at the time of the incident. The customer was assisted with troubleshooting. The device will not be returned for analysis.